Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. Service engineer (se) confirmed the led of power switch had illumination failure and replaced the power switch overlay. Unit was checked overall, cleaned, run in tests and functionally tested.

Event description:
The customer reported light emitting diode (led) indicator faulty. There was no patient or user harm reported.

Manufacturer narrative:
Date rec'd by MFR: 13sep2019. A power switch overlay was return for analysis. An investigation was performed and the power switch overlay was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.